Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, a likely cause of the malfunction identified could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited adhesive on bending rubber is detached (lifted) (adhesive may chip and debris may fall into the body) and adhesive on bending rubber has a crack. There was no patient involvement.